Manufacturer narrative:
The battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge, prior to testing. With a load applied consisting of a 500w lamp and under battery power, the ups ran for four minutes and twenty six seconds before shutting down. The battery should power this load for at least three minutes. Unable to confirm the reported issue. No failure found. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4); product ID: 9733625, serial/lot #: (B)(4), ubd: 01-jan-2050. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the batteries and uninterruptible power supply (ups) were replaced. The battery returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power, the ups ran for over four minutes before shutting down. The battery should power this load for at least three minutes. No problem found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the battery is not holding any charge and the system shuts down when unplugged. The manufacturer representative stated that while replacing the battery the system wasn't charging battery percentage stayed at 0%. They checked the cable connections and the back power switch. No patient was present at the time of the event.